Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-30840. It was reported that the patient experienced an abandoned procedure. The patient underwent surgical intervention due to lead migration (manufacturer report reference number: 3006705815-2020-30769 & 3006705815-2020-30770). Prior to the procedure the patient experienced cardiovascular issues so the procedure was abandoned. No product was implanted or explanted.